Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to severe low blood glucose. It was also reported that the insulin pump experienced several malfunctions such as; battery dying without receiving a low battery waring, insulin pump administering insulin without prompt and pump making loud noise during rewind. Caller did not have permission to speak on customer¿s behalf and did not want customer to speak with helpline in order to provide more information. Insulin pump is not expected to return.